Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: customer returned (8) loose 3/10cc, 8mm, 31g syringes. Customer states that clear liquid is coming out of syringe when plunger is depressed, the box does not say product contains silicone within it, and she is feeling sick. All returned syringes were tested and 3 out of 8 samples exhibited a clear drop of liquid come out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 7219537 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8127730. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200756752] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (excess silicone). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (harm, label issue). Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: silicone gun not firing correctly. L2l dispatch #25872 was created. Correction: cleaned all photo eyes and purged all silicone guns. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 contained foreign matter. The following information was provided by the initial reporter: "it was reported that clear liquid is coming out of syringe when plunger is depressed. Consumer stated this is causing her insulin to become cloudy. "

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7219537, medical device expiration date: unknown, device manufacture date: 2017-09-26, medical device lot #: 8127730, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-07. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 2nd related complaint for fm out of syringe on lot # 8127730 & the 1st related complaint for harm/(feeling sick), label information missing on lot # 8127730 & # 7219537. This is the 1st related complaint for fm out of syringe for lot #7219537. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7219537 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8127730. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200756752] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31g 8mm whole unit 10bg 500 contained foreign matter. The following information was provided by the initial reporter: "it was reported that clear liquid is coming out of syringe when plunger is depressed. Consumer stated this is causing her insulin to become cloudy."